Event description:
Event description guidant received information that during pre-implant in-box testing this implantable cardioverter defibrillator (ICD) displayed a gas gauge of half full. The monitoring voltage was 2.60 volts with a charge time of 17.9 seconds. The device had been left out in the cold overnight.